Event description:
It was reported that the ilet user experienced high blood glucose while attempting to use an old, damaged insulin pump that was not delivering insulin, then took a 2-unit subcutaneous rapid-acting insulin correction and planned to reconnect to the ilet per guidance. Symptoms included hyperglycemia reaching 401 mg/dl with dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem with the ilet and identified a usage problem related to the user not reverting to alternative therapy, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.